Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician had difficulties placing the lead. It was unknown if the placement difficulty was due to the patient's anatomy or not. The physician elected to explant the lead and implant a different one. No patient complications have been reported as a result of this event.